Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was hospitalized and diagnosed with hyperglycemia, low blood pressure, acute kidney injury related to dehydration. Patient was wearing the pod for more than 48 hours on their back. The patient stated that on friday morning they woke up with their blood glucose level at 450 mg/dl so they began to take some manual injections of humalog. The patient does not remember the amount of insulin that was given by manual injections. By 2:30 pm their blood sugar was 399 mg/dl and that's when they decided to call an ambulance to take them to the hospital since their blood sugars had not came down at all instead they rose. Once at the hospital the patient was put on intravenous therapy and provided with fluids and manual injections of insulin. They were also given tylenol which made them vomit. Patient was having issues breathing so they were put on oxygen as well. The patient continued to wear the pod before during and after the hospitalization. When they were released from the hospital they came home and ate chicken, broccoli and yams and gave themselves a manual injection for the food. The same pod was still being worn at this time. On saturday the patient woke up and their blood glucose level was 411 mg/dl. At 7:02 am they decided to call an ambulance to take them once again back to the hospital. Patient was admitted that day from (B)(6) 2021 and was discharged (B)(6) 2021. Patient was again treated with intravenous therapy again with fluids and manual injections of insulin. The patient's blood glucose history are as follows: (B)(6).